Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 58 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that approximately 58 days post implant, the patient presented to the hospital with hematuria and fever. Transient pump power elevations were observed in the system controller log file that was analyzed by the manufacturer's technical service representative. The patient was started on heparin. Initial power stabilization was observed, but a rise in power occurred thereafter. The patient's lactate dehydrogenase (ldh) level was approximately 2000 u/l and unspecified neurological events were observed. On (B)(6) 2017, the patient underwent a pump exchange after no improvement in pump parameter status or lab values. It was reported that thrombus was observed on the rotor upon disassembly of the pump after explant. No further information was provided.

Manufacturer narrative:
Additional information - the explanted device was expected to be returned for evaluation; however, it was reported that the device would not be returned as it was disassembled by the hospital on site. The report of pump thrombosis was confirmed through the evaluation of the submitted images. The submitted images appeared to depict the rotor, proximal view of the inlet stator, and proximal view of the outlet stator. The image of the rotor body revealed a denatured deposition occluding one of the rotor vanes. The observed areas of denaturation suggest that this deposition was present while the pump was supporting the patient. Although a direct cause for the development of this deposition and the duration for which it was present within the device could not be conclusively determined, its size and structure indicate that it could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. This deposition could have also contributed to the pump power elevations observed in the submitted log file due to increased drag on the rotor. An acute, ring-like thrombus formation was also observed surrounding the inlet bearing ball. The thrombus appeared to have a laminated structure, indicating that it likely formed over an undetermined period of time while the device was supporting the patient. In addition, the proximal side of the outlet stator revealed a pink deposition loosely seated adjacent to the bearing ball. Visual inspection of the image did not reveal any areas of denaturation or laminated layering, indicating that this deposition was not present for an extended period of time while the pump was supporting the patient. The depositions were minimally obstructing blood flow. Although a direct cause for the development of these depositions and a duration for which they were present within the device could not be conclusively determined, their size suggests that they were unlikely to have contributed to the reported events. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.